Event description:
The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused the patient to suffer injuries. The medical intervention that the patient received in response to the event is currently unknown. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused the patient to suffer injuries. The medical intervention that the patient received in response to the event is currently unknown. Despite multiple attempts on 07/08/2022, 07/15/2022/, 07/21/2022, the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section h6 updated.

Manufacturer narrative:
The manufacturer previously reported received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam the manufacturer previously reported on this device in MDR 2518422-2022-25589 . This report was submitted as a duplicate report of the previously submitted report.. Please disregard MDR 2518422-2022-58254 as it was reported in error.